Manufacturer narrative:
The implicated product is a plastic dual port with attachable 9.5 fr catheter with peel-apart percutaneous introducer system. The product received for evaluation is a plastic dual lumen port with metal port stem. Viewing the port from above with the port stem facing the examiner, the right hand port septum is partially dislodged. An indeterminate number of needle punctures are in both septums. Blood and medicinal residue is dried at the plastic lip of the dislodged septum. A lot history review reveals no related mfg issues and one similar complaint for this lot which was confirmed, user-related. Under 20x magnification, the exterior of the port is unremarkable. The needle puncture sites in both septums appear to be the result of non-coring needles. No deformity or defect in the port body is visualized. Patency of both lumens is demonstrated by flushing and aspirating water with a 12cc syringe and 19 ga. Non-coring needle. Superficial scratches and impressions are found on the inferior and superior surfaces of the port stem proximal to the barb. This indicates use of a traumatic instrumentation (such as a hemostat) while manipulating the port. The complaint of a dislodged port septum is confirmed. It should be recorded as user-related. The complaint incident report documents difficulty "accessing" the port. Subsequent to this, the user "tried to force open the catheter. The septum then dislodged." It is presumed that the user was having difficulty aspirating or infusing, rather than difficulty accessing the port. No info is provided if this difficulty affected both port chambers. The admission by the user that force was used to open the catheter is evidence that pressures in excess of 25 psi were employed. The product instructions for use provides warnings regarding damage to the device and vasculature if this pressure is exceeded.

Event description:
The port was placed 2/20/97. It was reported that a nurse had difficulty accessing the port and tried to force open the catheter. The surgeon removed the port and found the septum to be dislodged.